Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech isolated the issue to damaged foot end caster. He replaced the foot end casters to repair the bed.